Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case has become serious incident. Previously reported event ¿injury nos¿ replace with "medical device removal". Cluster ID were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a female patient who had essure inserted for female sterilisation. The patient's medical history included paratubal cyst, hypertrophy of uterus, adenomyosis, endometrial disorder, chronic cervicitis, endocervicitis, paratubal cyst, vaginal bleeding and menstruation abnormal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: the essure device was then deployed in the left fallopian tube such that 3 outer coils were noted after its release. A similar procedure was performed on the opposite side and again 3 outer coils were visible trailing into the uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: mr received. Reporter information, patient medical history, product insertion and removal dates, rcc added. Event medical device removal replaced with event dysmenorrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of dysmenorrhoea ('dysmenorrhea'). In a female patient who had essure inserted for female sterilisation. The patient's medical history included: paratubal cyst, hypertrophy of uterus, adenomyosis, endometrial disorder, chronic cervicitis, endocervicitis, paratubal cyst, vaginal bleeding and menstruation abnormal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: the essure device was then deployed in the left fallopian tube, such that 3 outer coils were noted, after its release. A similar procedure was performed on the opposite side. And again 3 outer coils were visible trailing into the uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhoea. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.